Event description:
It was reported that the procedure was to treat the right coronary artery (rca) with heavy calcification, mild tortuosity and 75% stenosis. The nc trek neo rx 3.50 x 12mm balloon ruptured during the second inflation to 12 atmospheres. There was no resistance during advancement or removal. A non-abbott balloon was used to continue the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.